Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ IV set set off the air-in-line alarm during use with the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: I had a nurse come by and tell me that she went to program her tpn in the nicu profile under ¿pn (nicu) admixture¿ and every time she did it she would hit start and 5 seconds later it would ring off air in line. She tried two brains, two different modules and reprimed her tubing. She had another nurse look at it and there were no air bubbles anywhere to be found and it still would ring off ¿air in line¿. She switched it to ¿electrolyte solution¿ and it no longer rang off. I went and walked around the unit and looked at all the IV brains that day and everyone had it programmed under electrolyte solution. I remember that we should use electrolyte solution only for vanilla bags and pn admixture for all of our tpns. I am worried there is something wrong with the pn nicu admixture setting that is triggering these alarms.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 2243072-2021-01417 was sent in error. There is no implication of malfunction with the bd IV set. Please consider this MDR cancelled. A reportable complaint for the pump was submitted with MDR 2016493-2021-05713 and MDR 2016493-2021-05721.